Event description:
A pt reported experiencing inaccurate erratic results with a lfs meter. The pt's blood glucose results were 409, 367, 267, mg/dl. Tests were done within 10 minutes with a difference of 24%. Pt did not experience any adverse events. No further information has been reported.